Event description:
During an endoscopy to remove common bile duct stones, the physician used a cook memory ii double lumen extraction basket. It was reported that the user removed the stone the first time with no problem, but when he attempted to remove the second time, the basket would not open. He selected another manufacturer's device and completed the procedure. There was no reportable information at this time. The device was received on 07nov2023 and per initial qe evaluation, "during our evaluation we noted that the basket would not move when handle was manipulated. The handle was disassembled and the drive wire was disconnected from the handle." This is considered a reportable event. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in an open pouch from the lot number provided in the report. The label matches the product returned. Our laboratory evaluation of the product said to be involved confirmed the report. The device returned with the basket fully retracted, and no visible damage was noted. During a function test the basket would not advance when the handle was manipulated. The handle was disassembled, and it was noted the drive wire had separated from the handle with nesting inside the purple hub. For further evaluation of the drive wire cable and basket, the catheter was cut to push the basket of the sheath. The basket was fully formed and intact, and evidence of solder was present on the handle cannula at the joint. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our laboratory evaluation confirmed the report of unable to manipulate the basket. This report was due to a separation of the device in the handle. The cause of the separation is unknown. The instructions for use states: "confirm desired position of the basket sheath relative to the target. Advance the basket out of sheath by pushing forward on the handle. Caution: pulling on the sheath while advancing or retracting the basket may damage the device, rendering it inoperable." The instructions for use also indicates: "advance the device through the channel, in short increments, until the basket sheath exits the endoscope." Basket deployment difficulties and buckling/breaking of the drive wire can occur if the device experiences excessive pressure. Resistance in basket movement and bends in the catheter can occur if the elevator of the endoscope is used to deflect the device at a sharp angle. Prior to distribution, all memory ii double lumen extraction baskets are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.